Event description:
During troubleshooting for a related report, the home patient (hp) stated she had removed the heater bag and replaced it with a new bag. The technical service representative (tsr) assisted the hp to end therapy and advised that the bags should never be disconnected and reconnected. The hp confirmed to call the nurse regarding being connected when the bag was switched and any missed therapy. On (B)(6) 2011 product surveillance spoke with the hp who stated she used manual supplies to complete therapy and the nurse was contacted regarding the event. The hp stated she is aware she should not be changing supplies mid therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The patient stated she had removed the heater bag and replaced it with a new bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of this report was user error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.